Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 300cm straight tip v-18 control wire was advanced to cross the lesion. However, the tip of the wire broke off. A balloon was pushed over the broken tip and using low inflation to capture the wire tip. The balloon was pulled out, the wire tip stuck in sheath valve and and the sheath was pulled. Everything was removed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The distal tip polymer jacket was revealed to be damaged: the polymer tip showed a separated section, but it remained semi-attached to the core wire. The separated section was located approximately 118 inches from the proximal end. The distal tip was found severely kinked. No more visual damages were found on the device. The device was measured in three sections (distal - medium - proximal) and were within specification.

Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 300cm straight tip v-18 control wire was advanced to cross the lesion. However, the tip of the wire broke off. A balloon was pushed over the broken tip and using low inflation to capture the wire tip. The balloon was pulled out, the wire tip stuck in sheath valve and the sheath was pulled. Everything was removed. There were no patient complications reported.